Event description:
During the pick-up of the bed from the customer, an arjo service technician noticed that the left-hand foot-end side rail had detached. The screws securing the panel to the metal plate had been pulled out. There was no customer allegation. No injury was reported, and there was no indication of patient involvement.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the analysis of the previous complaints and the conducted investigation, it is believed, that the most likely scenario is that the side rail detached due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 14) safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. The side rail detached, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no indication of the patient involvement. No injury was reported.